Event description:
User developed blisters and red and blue discolorations to lumbo-sacral area after using heated lift chair. The lumbosacral area of the chair is discolored and hard as if the fabric had melted. The user was treated with a medicated cream. Rptr is unhappy with the MFR's service regarding this event.